Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels of 36 mmol/l (648 mg/dl). The patient stated having issues with the omnipod personal diabetes manager (pdm) and not communicating with the pod when performing bolus. At the hospital, the patient was administered fluids and insulin.

Manufacturer narrative:
Customer reports inability to administer bolus. Data downloaded from the device was analyzed and nothing was found that would indicate the customer attempted to send a bolus. Button clicks from the engineering log were viewed: at no point on the date of occurrence for the reported event did the customer instruct the pdm to deliver a bolus. It was found that the customer did however, instruct the device to suspend insulin delivery four separate times (total of 7 hours, 24 minutes starting at 7:33 am). The last button click of the occurred at 15:36. No pdm errors were seen in the data on the occurrence date or the day the pdm was last used. A new pod was paired with the pdm. Bolus delivery was tested and a 5u bolus was delivered. No issues were noted during insulin delivery. No issues seen with pod data. Pod successfully communicated with pdm at 5¿ distance, administering 1u bolus.